Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Facts pertaining to the suggested phenomena could not be further established - the failure of the user facility to return the device disallow any further presumption of cause. When the content of the instructions for handling the product at the time of shipment was checked, it was confirmed that there were the following statements: "warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope exhibited leakage. The device was returned and an evaluation at the repair center revealed gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. The acoustic lens was peeled. This report is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer error description ¿leakage¿ could be confirmed. Due to a pinhole on channel tube, water tightness was lost. There were few additional findings. Due to wear of lock engagement lever, up/down knob could not be locked securely. The air/water-cylinder had discoloration. Switch button 1 was damaged. Switch flexible printed circuit (sw fpc) unit had corrosion due to water leakage. Acoustic lens and objective lens had a scratch. Adhesive around objective lens and light guide lens was worn out. Adhesive on bending section cover was chipped. Connecting tube had a scratch. Due to wear of angle wire, bending angle in all directions does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Channel tube had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.